Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, data was provided for investigation. A review of the share logs was performed and alerts functioned as intended. However, data analysis revealed that the patient had closed their app on (B)(6) 2026 at 4:25 pm. Due to the closure of the main application followers would not receive any follower alerts. The unspecified malfunction could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient's daughter called dexcom to request for the last readings from the dexcom g7 10-day sensor. The patient reportedly passed away earlier the day of the call. Follow up contact was made with the patient's daughter on 01/22/2026. The patient's daughter believed the g7 app did not work after an ios update. On 01/22/2026, the daughter was at her mother¿s house and when she clicked on the dexcom app, it gave notification that the ios required an update for the g7 app to be compatible. She did the ios update, which took a while because it is an iphone 10 or 11. She left to run errands and returned after about 2 hours at 1630 to check on the phone. The phone finished updating the ios; however, she does not recall if she clicked on the g7 app. She was in a hurry and had to leave. She told her mother to click the dexcom app as usual later to check the cgm and left. The next day, sunday, while at her home, the daughter's follow app said ¿no data.¿ this is not unusual because her mother will leave her iphone behind, so she was unconcerned. On monday there was still no data on the follow app, and the mother wasn't answering calls from the daughter or other family. The patient was found deceased on the floor, tuesday (B)(6) 2026. No autopsy was performed. The daughter was unaware of an official cause of death. The daughter stated she thinks maybe she passed away sometime sunday evening given the unanswered phone calls. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.